Event description:
The customer reported a secondary infusion of unasyn backed up into the primary IV bag of .9 normal saline. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Customer's reported back flow because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.